Event description:
It was observed, that during the device evaluation. The rigid video scope exhibited distal fiber breakage, scratches on the distal edge and a loose light guide adapter tip. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus. And the evaluation found distal fiber breakage, scratches on the distal edge and a loose light guide adapter tip. Based on the results of the investigation, it is likely, that the following led to the malfunction: a probable root cause cannot be identified, but is most likely related to component failure. A device history record review revealed, no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.